Manufacturer narrative:
Additional information was received that the patient had high impedances. The patient underwent a revision procedure wherein the lead and splitters were replaced. The physician was not sure of the reason for the number of contacts being out. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having difficulty keeping the ipg charged. Database analysis revealed battery discharge and charge profiles were observed and revealed no anomalies. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty keeping the ipg charged. Database analysis revealed battery discharge and charge profiles were observed and revealed no anomalies. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was not revised. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty keeping the ipg charged. Database analysis revealed battery discharge and charge profiles were observed and revealed no anomalies. The patient will undergo a revision procedure.